Event description:
It was reported that signal artifact monitor (sam) events were recorded which showed noise oversensing on the atrial and ventricular channel. The minute ventilation (mv) sensor was disabled and no further noise was seen and presenting electrogram (egm) showed appropriate function. No adverse patient effects were reported. The device remains implanted.